Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is not unreasonable to assume that the pneumonia and cough is unrelated to the soclean device as the customer did not speak directly to his md about using the soclean and was a long time soclean user without note of injury prior to this incident. Simply reporting for due diligence.

Event description:
Customer reports having pneumonia and coughing on and off. Saw md and was prescribed antibiotics. It is not unreasonable to assume that the pneumonia and cough is unrelated to the soclean device as the customer did not speak directly to his md about using the soclean and was a long time soclean user without note of injury prior to this incident. Simply reporting for due diligence.